Event description:
It was reported that while the stimulation was turned on there was a shocking or jolting sensation. It was unk where shocking was taking place exactly. Pt had a seizure disorder and had lost consciousness sometime during her visit in the emergency room. There was no known accident or incident related to this complaint. The device was interrogated and the stimulation was on, program 2 was active and at 0.4 v. Turned off the stimulation and the pt felt much better per reporter. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).